Event description:
During a percutaneous myocardial ablation procedure to treat atrial fibrillation (a fib) in the right and left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that flushing outside the body confirmed occlusion of the irrigation port. Flow rate was 60ml/min and the irrigation was not stopped or interrupted during procedure. Catheter was replaced with another of same device and procedure was completed successfully. No patient complications were reported. The product was received by boston scientific.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned and analyzed. Visual inspection presented no abnormalities. Functional testing was performed and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Leakage test was performed, and the lumen pressure decay was measured three times. The unit passed the test without problems. Flow test and electrical tests were performed, and device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observations. The device passed all relevant testing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a percutaneous myocardial ablation procedure to treat atrial fibrillation (a fib) in the right and left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that flushing outside the body confirmed occlusion of the irrigation port. Flow rate was 60ml/min. And the irrigation was not stopped or interrupted during procedure. Catheter was replaced with another of same device and procedure was completed successfully. No patient complications were reported. Device is expected to be returned for further analysis.